Manufacturer narrative:
The insulin pump alarmed during self-test due to a faulty connector on the radio frequency board. The insulin pump was received with normal operating currents, it passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the test failed. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.